Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred, and the procedure was aborted and continued after transferring the patient in another room. The customer reported that the images were blurred. No further information regarding the issue has been provided. No service has been performed by philips since the service was performed by the third party. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.

Event description:
It was reported to philips that the images were blurred, and the patient was moved to another room. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.